Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus infection. There is no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal and external visual inspection of the device. The manufacturer found white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, unknown silver and black hairs or fibers at the air input of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal. The manufacturer also found dead insects at the bottom of the enclosure, potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Slight black contamination, consistent with keratin found at the air outlet of the blower box. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specs of contamination was found on the bottom the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirms no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.